Event description:
Drain was placed and an attempt made to connect the device to suction. The device failed to function. The surgeon then removed and replaced the device with an unspecified drain and drainage was established.